Manufacturer narrative:
Within the instructions for use, patients are informed that "while the device may increase the size of and/or reshape the penis, there may not be functional augmentation in the length of the phallus in the erect state." Dissatisfaction with cosmetic results such as "incorrect size" is disclosed and discussed with patients prior to implantation, and identified as a potential complication within the IFU. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists contracture and decreased penile girth as an anticipated adverse event. The patient 'fbi agent' was not further identified within the article and thus, no medical records were able to be provided for an analysis to be completed. The surgeon that performed the operation was not identified and could not be contacted for additional information. The device lot number was not provided, therefore, a device history record review could not be performed. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5

Event description:
Events were discovered on 07/06/2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of 'fbi agent' who complained that after implantation, his penis 'shrunk to a stub.'